Manufacturer narrative:
Pending evaluation.

Event description:
Revision - reason not reported.

Manufacturer narrative:
Device evaluated by MFR: it was reported that a patient received a total hip arthroplasty on (B)(6) 2010. On (B)(6)2018, the 63 y/o was revised to replace the cup and liner, due to a broken ceramic liner. No additional information was provided. This device is used for treatment, not diagnosis. It is noted that there is a possibility of prosthesis fracture, patients should follow-up as recommended. Weight and activity level may affect the life of the implant. Surgeons who use exactech products are to be fully knowledgeable about the devices, instrumentation and implant techniques. This device is used for treatment, not diagnosis.

Event description:
It was reported that a patient received a total hip arthroplasty on (B)(6) 2010. On (B)(6) 2018, the 63 y/o was revised to replace the cup and liner, due to a broken ceramic liner. No additional information was provided. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00624.